Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and update the lot number of the device. The device was returned to olympus for evaluation. A visual inspection of the retuned condition of the device found the sheath still intact with the body; however, the sheath was loose when slightly manipulated. In addition, a microscopic inspection was performed and noted the coating on the tip was peeling off with cracks noted all around the sheath coating. Further inspection, found scrapes and cuts on the color ring which likely resulted from the device coming into contact with a hard and or sharp like object. Based on the investigation findings and the condition of the shaft it appears the most likely cause of the reported event can be attributed to the device being autoclaved. The instruction manual warns users on pages 24-25 under the caution section: ¿¿the following fiberglass tip standard flow sheaths cannot be steam sterilized (auto clave)¿.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined; however, the most likely cause of the reported event was attributed to misalignment of sheath during assembling or disassembling. The instruction manual warns users" always keep sheaths parallel to one another when assembling and disassembling. If the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath's insulated distal tip."

Event description:
Olympus was informed that during a transurethral resection of the bladder (turb) procedure, the sheath separated at the base and became lodged in the patient. The device fragment was removed using forceps. There was no bleeding observed. The intended procedure was completed.